Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 20 mg/dl. The customer was treated with food. The emergency medical service was dispatched as a result of low blood glucose on (B)(6) 2016. Customer was treated with deton. Customer stated that she had been off shortly of the pump. Customer stated that programming is accurate. Customer was assisted in adjusting her bolus wizard settings.